Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity, nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer observed small scratches on the top enclosure and front of the bottom enclosure. Dust-like contamination was observed in the display and on the top enclosure, on the side panel around the iso port, in the iso port, behind the sd card cover, and in the air inlet behind the filter. Manufacturer observed a large number of abrasive-like scratches on the side panel. Manufacturer observed an unknown whitish contamination in the screw hole on the bottom enclosure. A significant amount of dust-like contamination was observed on the pca around the sd card slot, display, and control knob. Manufacturer observed dust-like contamination on the interior side of the top enclosure, on the blower cap and on the blower motor. Manufacturer observed the air inlet seal yellowing out. Manufacturer observed the foam in the bottom enclosure to be degraded and stuck to the blower housing. Manufacturer can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam. Review of the error logs shows the 1 error logged 1 instance of e-50 err_daily_values_corrupt. Problem code grid, evaluation method code grid, evaluation results: code grid, conclusion code grid, and component code grid. The date received by mfg, device availability for evaluation, and date returned to mfg have been updated.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity, nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.